Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
2ga IV catheter did not retract when safety was initiated. I had to pull it out of the patient and then attempted to use the safety retract and it still wouldn't work. I attempted to engage the safety retract a 3rd time and it wouldn't work.